Event description:
The pt reportedly experienced poor sound quality. Testing revealed that the device was functioning abnormally. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. The pt's device was explanted.